Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, during procedure "system error -99" displayed on monitor. After changing to a new sensor, error message disappeared and procedure was completed. No adverse reported. Per affiliate, no delays reported; device removed, monitoring discontinued.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of both the component and finished good quality records found no discrepancies. Evaluation of the returned device found there was adhesive lifting on the sensor area. The catheter was received in a tightly coiled configuration. The catheter material was mashed 5.5 cm from the tip of the catheter and 25 cm from the connector. The device passed all electronic, noise, linearity/hysteresis and signal drift test. Based on their evaluation, the supplier was unable to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.